Manufacturer narrative:
The customer sample was not available for evaluation. It is vital to the investigation that the customer sample be available for examination and testing. Since no lot number was provided, we were unable to review the device history record (DHR), quality testing performed and corresponding results. The non-conformance report (ncr) data since (B)(6) 2018 to present was reviewed and no issues that could be related to the condition reported were found. An analysis of the complaint data was also reviewed for the same time period and demonstrates that this is the first time that this type of issue is reported from on this catalog number in the last 12 months. Root cause for the reported concern cannot be identified with the amount of information available. No actions identified, since no evidence of a manufacturing issue was found. We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
Jp drain frayed while being removed from the patient's head. There were no retained objects in the patient's head when the physician took the patient back to surgery. Patient has no infectious diseases.